Manufacturer narrative:
2/11/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during a sub total gastrectomy procedure. Reportedly, the anchor block broke. The surgeon used another instrument to complete the procedure. Four days after the operation, a component was found inside the pt's body by x-ray. The surgeon performed a re-operation on 12/18/1997 to remove the component from the pt. The hospital has reported the pt's condition is satisfactory.